Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a very calcified left anterior descending artery. Following rotablation, a 3.00x28mm synergy ii stent was advanced but failed to cross the lesion. Upon removing the device, it was noted that proximal end of the stent struts were lifted. Following another rotablation, a 3.0x32mm synergy stent was advanced and placed successfully which completed the procedure. No patient complications were reported and the patient's status was fine.